Event description:
It was reported that t-connectors leaked twice from the distal valve. This resulted in a delay in care as a "different means to inject" had to be utilized. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Additional information provided: d.10. The customer's report that the t-connectors leaked from the distal valve was not confirmed. Visual inspection of the associate samples noted no damage or any anomalies. Pressure testing confirmed leaking. Examination under magnification of the leaking maxzero connector observed a microchannel/scratch within its interior diameter. The cause of the leak was identified as due to a microchannel/scratch within the interior diameter of the maxzero connector. The root cause of the microchannel, which creates a fluid path, is due to an equipment error during the inspection and testing process during final assembly of the maxzero component. The suspect set was not returned for investigation.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Age: adult. No other patient information will be provided. This MDR is related to (B)(4).

Event description:
It was reported that t-connectors leaked twice from the distal valve. This resulted in a delay in care as a "different means to inject" had to be utilized. There was no patient harm.